Event description:
Tampon lodged for 6 hours [foreign body in reproductive tract] pain - vagina [vulvovaginal pain] the whole string and tampon core came loose [device breakage] probable manufacturing cause [manufacturing issue] case description: consumer contacted via e-mail and stated that the whole string and tampon core came loose in her fingers. No serious injury was reported.

Manufacturer narrative:
18-aug-2020 product was updated to tampax tampons pearl pearl regular-normal non deodorant 18ct.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon lodged for 6 hours [foreign body in reproductive tract]. Pain - vagina [vulvovaginal pain]. The whole string and tampon core came loose [device breakage]. Consumer contacted via e-mail and stated that the whole string and tampon core came loose in her fingers. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon lodged for 6 hours [foreign body in reproductive tract]; pain - vagina [vulvovaginal pain]; the whole string and tampon core came loose [device breakage]; probable manufacturing cause [manufacturing issue]. Case description: consumer contacted via e-mail and stated that the whole string and tampon core came loose in her fingers. No serious injury was reported.